Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2023.

Event description:
It was reported that the patient experienced discomfort at the ipg site. It was noted that the patient felt an abnormally warm area around the site when the ipg was turned on and when it was charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced discomfort at the ipg site. It was noted that the patient felt an abnormally warm area around the site when the ipg was turned on and when it was charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.